Manufacturer narrative:
B5 complaint updated to 113, pairing failed. G6 follow up 001 . H2 correction. Additional information. H6 2900 - connection problem. 3248 - wireless communication problem.

Event description:
Additional information has revealed that this was an instance of pairing failed which is not reportable. This complaint is no longer reportable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.